Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons all came out of the tube device physical property issue. Case narrative: consumer reported via email that the tampons came out of the tube and she can't insert them. No injury was reported.

Event description:
Tampons all came out of the tube [device physical property issue] case narrative: consumer reported via email that the tampons came out of the tube and she can't insert them. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.